Manufacturer narrative:
Additional information: b3 and b5. B5: upon follow-up, it was reported that the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd effluent, and diarrhea. The cause of peritonitis was not reported. The same day as the event onset, the patient was hospitalized for the events. It was reported that the patient did not receive any treatment for the events. Pd therapy was ongoing. At the time of this report, the patient remained hospitalized and the patient outcome was unknown. No additional information is available.